Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 power supply was evaluated and recalibrated. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system was intermittently not booting. There is no report of injury or serious injury.